Event description:
(B)(4) was notified by the operator of a (B)(4) hematology analyzer that the datalogic touch 90 hand-held bar code reader (bcr) purchased from (B)(4) for use on their analyzer malfunctioned and "melted" when installed. The datalogic bar code reader is not manufactured by (B)(4), but is supplied to (B)(4) by dedicated computing, and sold to (B)(4) customers as an accessory to their hematology analyzer. The root cause of the failure was a 12 volt rather than the correct 5.2 volt power supply was packaged in the bcr kit received by the operator. Although the operator was not injured, there is a potential for a burn injury when using the 12v power supply with the bcr. When installed and operated correctly with the 5.2v power supply, the bar code reader accessory has been shown to be safe and effective in the customer's hands.

Manufacturer narrative:
Inventories in the (B)(4) warehouses were immediately quarantined and all of (B)(4) field service representatives (fsr) were notified not to use the 12v power supply if found in the bcr kits. Fsr's trunk stock was verified and any kits with the 12v power supply were returned to (B)(4). (B)(4) supply chain management returned all stock of the bcr kits to dedicated computing for inspection, rework, investigation and root cause analysis. Of 491 kits inspected by dedicated computing, 74 kits were found to have the 12v power supply. (B)(4) is working with dedicated computing to identify all kit serial numbers that were packaged with the incorrect power supply. Additional assessment of processes that led to this incident will be addressed by (B)(4) and dedicated computing and documented in corrective/preventative #311.